Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke and became detached from the sheath. It was reported by the caller that the valve on the vizogo sheath was leaking. The sheath was replaced, and the procedure was continued and subsequently completed. No patient consequences were reported. The hemostatic valve section broke/separate. The medical staff is unsure if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The sheath was being used on the patient. The reporter is unsure if air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The reporter is unsure of the approximate volume of blood that was lost. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 7-apr-2022, the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 50000048 and no internal action was found during the review. Due to the conditions of the hemostatic valve, an internal action was opened. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).